Event description:
It is reported that the pin dropped into the femoral canal and was unable to be retrieved; therefore, it was left in situ.

Manufacturer narrative:
This report will be amended when our investigation is complete.